Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part#: 03.019.026s, lot#: 392l424, manufacturing site: steripack medical poland sp. Z o.o., supplier: (B)(4), release to warehouse date: 14 may 2025, expiration date: 01 may 2035. A manufacturing record evaluation was performed for the finished article lot, and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an orif for proximal humeral fracture with the rod. A multilocphn was used to perform osteosynthesis on a humerus surgical neck fracture. The procedure was performed according to the procedure manual using the relevant guidewire. After inserting the nail, the entry point was found to be in an incorrect location. The nail was removed and the entry point was re-created. During this procedure, the tip of the 11.5mm multiloc crown reamer interfered with the relevant product, and as drilling continued, approximately 10mm of the tip of the guidewire broke and remained in the bone. Attempts to remove it using forceps were unsuccessful, and the surgeon decided to leave it in the bone and continue the operation. The surgery was completed successfully with approximately 10 minutes delay. The surgeon commented that the patient's bone quality was good, making it difficult to feel the sensation. This was a technical error and there is no causal relationship with the product. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.